Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system would not bootup. To resolve the issue, fse reseated the host pc¿s hdd, reconnected its cables, and reseated the switch cables in the m cabinet. After repair, the system was returned to use in good working condition. The codes were updated based on the investigation outcome.